Manufacturer narrative:
Result of investigation: service technician was able to duplicate the reported issue regarding hardware fault alarm. The event trace review reveals several hardware fault alarm as indicated by fan fault entry . The unit displays "hardware fault" upon initial power up of ventilator during bench testing. Further investigation revealed fan assembly is creating the non conformance. Installed a good known test fan assembly and the reported issue was resolved. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The vyaire failure analysis laboratory received the fan assembly and performed a failure investigation. Installed part on to a known good ltv unit and powered on in to user mode. The unit immediately started alarming hw fault in the display area and the fan was spinning in low rpm's. Disassembled fan to inspect internal components, found failed bearing.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determine yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire that the lap top ventilator 1200 has burning smell coming out from this unit. At this time, there is no information regarding patient involvement associated with the reported event.